Event description:
During a laparascopic radical prostatectomy procedure, the active blade stopped working. The operation was finished with another device of the same lot, without additional problems for the patient.